Event description:
It was reported that (1) device was used during a laparoscopic cholecystectomy. It was reported by the affiliate that the surgeon was using the er320 device while clipping the cystic duct during the case. The clips fired but did not closed securely. Later while clipping the cholangiogram tube, the clips again did not hold securely and the tube dislodged. Another device was used to complete the case. There was no consequence to the pt.